Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure. The customer's blood glucose value was 168 mg/dl. Troubleshooting was done and customer was able to clear alarm. The insulin pump failed self test. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed all functional tests including displacement and self tests. Software was downloaded to the device successfully. No unexpected hardware low level failures alarms, or audio/vibrate anomalies/absences were noted.